Event description:
A surgeon implanted a glaucoma shunt device in a pt's right eye in 2003, without complications. They subsequently underwent a heart catheterization procedure. A report was received that the pt had experienced hypotony with flat anterior chambers with the device. The hypotony was treated four times over two weeks. Device explanted in 2003. Possible decement's tear from insertion of viscoat cannula into flat ac during explantation. Post op meds steroids and antibiotics. No further info is available at the time of this report.